Event description:
Smr anatomic right prosthesis implanted on (B)(6) 2013. Revision surgery on (B)(6) 2014 due to prosthesis subluxation. By pre-op x-rays, radiolucent liners were observed around the stem. The prosthesis components (stem, humeral body and humeral head) were well fixed one each other. The stem was loose from the bone with no osseointegration present; as a consequence the whole construct (stem + humeral body + humeral head) rotated in the humeral canal and the humeral head had rotated anteriorly. Intra-op findings of the revision: anterior/superior wear of small r poly liner that, as reported by the surgeon, was well locked into metal back. The surgeon decided to used a 14mm cemented stem with standard reverse body and standard liner. Shoulder was reduced and stable, satisfactory outcome was so obtained. The event occurred in (B)(6).

Manufacturer narrative:
According to the information provided, the loosening of the stem from the bone (confirmed by the presence of radiolucent liners in pre-op x-rays) caused humeral instability and the anterior rotation of the humeral head. The check of the manufacturing and sterilization charts of the stem (lot # 1301644, ster. # (B)(4)) did not show any pre-existing anomaly on the pieces released on the market. We received no other signalings on this lot # of smr stem, on a total of 60 stems manufactured; by our checks, (B)(4) of these stems have been already implanted. The available x-rays (pre-op of the revision) have been evaluated by a clinician, who confirmed that radiolucent lines are present all around the proximal stem and humeral body, with possible presence of osteolysis. We believe that at least a low-grade infection caused the loosening of the stem from the bone and the subsequent rotation of the whole construct (stem + humeral body + humeral head well fixed one each other). We received no further information on this case (e.g. Explants, other x-rays, confirmation of the infection), therefore a deeper investigation is not possible. This is the 6th reported case of suspected septic mobilization involving a smr finned stem with code 1304.15.xxx (these stems are used with the following systems: smr anatomic total, smr anatomic hemi, smr reverse). The 6 stems belong to different lot # and sterilization #. (B)(4). No corrective actions have been planned for this specific case. Limacorporate will keep monitored the market. Device not returned to limacorporate.